Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: broken proximal femur nail. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
An investigation was conducted and it states that there was no material received. Because of this, an investigation was not possible.

Manufacturer narrative:
Blank fields on this form indicate information that is unknown, unavailable or unchanged.